Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurately high results compared to a back up onetouch ultramini meter, and an unknown meter. The patient also alleged the meter was reading control solution inaccurately high. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. Prior to the start of the alleged issue, on an unknown date and time, the patient alleged feeling 'shaky.' Two weeks prior to contacting lfs, the patient reported obtaining readings of '300-400, 279, and 300mg/dl' on her lfs meter compared to '95-120mg/dl' on an ot ultramini meter. The patient alleged obtaining readings of '124mg/dl and 80-92mg/dl' on an unknown meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The patient also obtained '379mg/dl' on control solution with the same meter. The patient reported taking no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However treated herself with something to eat or drink in response to her symptoms. The patient also mentioned going to the emergency room (ER) on the day of the alleged issue, however did not provide any details. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. The patient's test strips were found to be in good condition. When a control solution test was run, the result was not within range. Replacement products were sent to the patient.there is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the alleged injury, and there was no delay in treatment. However, this complaint is being reported because the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.